Event description:
MDR report # mw5171155 was received and reports the following information: "mayfield headrest slipped off and caused minor injury." Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was not returned; therefore, failure analysis cannot be completed due to the lack of information received to perform a complete investigation. No lot number or serial number information has been provided; therefore, device history record (DHR) cannot be reviewed, and as a result, the definite root cause cannot be identified. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.